Event description:
The customer reported a falsely elevated alinity I stat myoglobin result generated on the alinity I processing module for one patient sample. The following data was provided (reference range: 0-140.1 ug/l): on (B)(6) 2026, sid (B)(6) (56-year-old, male): initial result = 208.3 ug/l repeat results = 139.9 and 137.2 ug/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.